Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# va16t2s, product type: lead . Product ID: 3389s-40, lot#: v a16t2s, product type: lead.

Event description:
Information was received from a healthcare professional via phone call regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had intracranial bleeding and it was unknown if the problem/symptom was related to the medtronic device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that the cause of the intracranial bleeding was bilateral chronic subdural haematoma, which was confirmed not to be related to the device or therapy. The intracranial bleeding was resolved with no actions or interventions taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.